Event description:
A hernia dissector was used in a laparoscope procedure where the device contained latex and was not properly labeled as containing latex. There seems to be a lack of a standard on when there are labels to warn about latex on this product (some are marked and some are not).